Event description:
This procedure was performed on the sfa. The physician performed an sfa stent procedure. No predilation was performed. A 7x150 protege everflex was deployed. The portion of the stent that was in the thru-lumen looked perfect; however, when looking at the mid and proximal stent, it was badly deformed and almost unrecognizable. At the proximal 3 cm, there was a separation from the body of the stent. The stent was also elongated to 24 cm. The physician then dilated the protege everflex and placed an additional stent through the protege everflex. The final result looked great and patient is doing fine.

Manufacturer narrative:
A review of the device history record for the device did not reveal and discrepancies relevant to this reported event.